Manufacturer narrative:
Since no product has been returned for our evaluation, the complaint cannot be confirmed or denied. Following investigation, our conclusion as to the probable root cause of the incident appears, at this time, to be unknown due to insufficient information. Method: the device history records for the batch were reviewed. Results: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. The frequency is not stated in the labeling and is not occurring more frequently than expected. The severity is not stated in the labeling and is not occurring more severely than expected.

Event description:
The physician claims that the graft was implanted for a bypass procedure. The patient was noted as having arteriosclerosis obliterans. Post-operative fever in the patient was observed between post-operative day 10 and 18. The fever was confirmed at a max of 38.6 c. The patient has no infection. Blood transfusions and extracorporeal circulation were not required. Two days following the procedure, the patient had diarrhea. The patients protein and wbc count were as follows: c-reactive protein: 4.7mg/dl (4 days after event), 10.1mg/dl (11 days after event), white blood cell: 8.14 (4 days after event), 11.19 (11 days after event). The patient was administered antibiotics (cms (for two days), pzfx (for three days), meropen (for five days) to treat the fevers. The patient also received the following medications post procedure: prednisolone 5mg/day (8 days after event), 10mg/day (12 days after event for five days), 5mg/day (17 days after event for three days). The procedure was completed with this device. The device was left in. The patient's post-operative condition was reported to bsc as good with no serious injury.